Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 and h10. Result of investigation:vyaire medical was unable to confirm the reported issue. There was no sample returned for evaluation. Device history record was reviewed and no issues related to the reported issue found. The retained samples was reviewed, tested, and no any other issues was found related with the said issue.

Manufacturer narrative:
H3: 81 other - the sample has been discarded. Therefore, no root cause could be determined. The device history record of the lot number will be reviewed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional information: g3, g6, h2, h3, h6 and h10.result of investigation: vyaire medical was unable to confirm the reported issue.there was no sample returned for evaluation.device history record was reviewed and no issues related to the reported issue found.the retained samples was reviewed, tested, and no other issues was found related with the said issue. UDI related data quality updates only updated brand name, device description and remove 510(k) number. Took out the hyphen in the UDI lot number.

Event description:
The customer reported to vyaire medical that they are attempting to place fetal spiral electrode for corometrics on a tolac (trial of labor after cesarean delivery) patient who was laboring naturally and the product would not stay snapped into place nor would it stick yo the patient's leg. Furthermore, the customer confirmed no harm was done to the patient.

Event description:
The customer reported to vyaire medical that they are attempting to place fetal spiral electrode for corometrics on a tolac (trial of labor after cesarean delivery) patient who was laboring naturally and the product would not stay snapped into place nor would it stick yo the patient's leg. Furthermore, the customer confirmed no harm was done to the patient.

Manufacturer narrative:
H3: 81 other - the sample has been discarded. Therefore, no root cause could be determined. The device history record of the lot number will be reviewed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.